Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The rep attempted to adjust the brightness and contrast, but determined that the monitors were too old. The monitors were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had poor image quality and images were difficult to interpret. There was no adverse pt involvement reported. There was no pt info reported.